Manufacturer narrative:
The probable root cause in this case is attributed to the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint. The fse replaced vio integrated electrosurgical generator unit (iesu), for customer satisfaction. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the iesu to perform failure analysis (fa). Fa was not able to confirm via system logs nor reproduce the customer reported complaint during in-house testing. During testing, the iesu energized, cauterized and recognized instruments, no issues occur. Upon visual inspection there were no issues found that would be related to the reported event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure that the grounding pad was not working. The site changed the grounding pad, with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised moving the grounding pad to another part of the patient, with no change. The site reportedly did not need the monopolar energy for the rest of the case. The procedure was being completed as planned, with no reports of patient injury. Isi received the following additional information via follow up: no faults occurred during the reported issue. The system would not turn from red to green when trying to use the ground pad. The system has been working properly since the erbe has been replaced.